Event description:
The pt has an implanted port that had been accessed with huber needle. The pt was sitting quietly in bed and noticed that the tubing connected to the actual needle had broken off, causing blood to flow out the open end. The clamp fell out when the tubing broke. Broken needle removed successfully and pt re-accessed with another huber needle. Blood culture drawn as precaution were neg. Physician notes called incident a line separation.